Event description:
Pt had severe renal failure. As a result, the procedure was performed with limited contrast use. Pre-insertion of the zenith device noted a tortuous left common iliac artery. A great deal of time was spent during the cannulation of the device. With the insertion of a stiff wire guide in the left iliac artery, the vessel was able to be straighened out. After placing the main body graft and deploying the contralateral limb, a tight stenosis of the left iliac artery was noted distally that had to be ballooned for access. After ballooning the vessel, the stenosis was still present. When the iliac was straightened out with the wire guide, it appeared that the tension in the common iliac twisted the vessel, causing the graft to crimp. Another manufacturer's stent was placed inside the iliac leg in order to obtain a greater radial force inside the graft. Procedure deemed successful.